Event description:
This is a spontaneous case report received from a other health professional via regulatory authority (case# mw5041969) in united states on 19-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient experienced chronic pelvic pain, inflammation, sciatica pain, numbness in my legs and feet, heavy and irregular bleeding, dizziness, migraines, hair loss, extreme debilitating fatigue due to the pains, painful periods, painful intercourse, unexplained weight gain, vomiting, stabbing pelvic pain and vaginal pain, and rashes all over the body. Event date was (B)(6) 2013 (not specified). It had been like this for 2 years and she would need a hysterectomy to remove device. She was seen by an oncologist due to abnormal cancer labs tested positive for unspecified cancer and abnormal hormone lab results. Seriousness criteria included life threatening, hospitalization, required intervention and other serious (important medical event). Product technical complaint (ptc) investigation result received on 07-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality assessment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain, stabbing pelvic pain and heavy and irregular bleeding (interpreted as genital bleeding). These events were considered serious (reporter mentioned life-threatening and hospitalization as event outcome, however did not specify it) and are listed in the reference safety information for essure. It was also reported that patient was seen by an oncologist due to abnormal cancer labs tested positive unspecified cancer, which was considered serious and unlisted. In this case, it was reported that patient would need a hysterectomy in order to remove device. Considering that pelvic pain and genital bleeding may occur with essure therapy and based on their nature, a causal relationship with suspect insert cannot be excluded. With regards to the other event, considering that cancer diagnosis is a long process and essure has a local action in fallopian tubes, a causal relationship can be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 07-nov-2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain, stabbing pelvic pain and heavy and irregular bleeding (interpreted as genital bleeding). These events were considered serious (reporter mentioned life-threatening and hospitalization as event outcome, however did not specify it) and are listed in the reference safety information for essure. It was also reported that patient was seen by an oncologist due to abnormal cancer labs tested positive unspecified cancer, which was considered serious and unlisted. In this case, it was reported that patient would need a hysterectomy in order to remove device. Considering that pelvic pain and genital bleeding may occur with essure therapy and based on their nature, a causal relationship with suspect insert cannot be excluded. With regards to the other event, considering that cancer diagnosis is a long process and essure has a local action in fallopian tubes, a causal relationship can be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected, as the report was received via the local regulatory authority.